Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked end cap.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the side of the pump is coming out. The customer stated the whole side is sticking out. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.